Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced atrial fibrillation (af) resulting in inappropriate high voltage therapy. There was no alleged malfunction on the device, it was believed the inappropriate therapy was due to patient factors. The device was explanted due to elective replacement indicator (eri) as well as upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The patient was in stable condition.